Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. No additional event or patient information is available. The complaint states that inaccurate readings were reported. No product or data was provided for investigation. The complaint confirmation of the reported inaccurate readings could not be determined. A root cause could not be determined.